Manufacturer narrative:
The device has been requested for evaluation, but has not been received. Should the device be received for evaluation, a follow up report will be filed upon completion of the evaluation or if additional information becomes available.

Event description:
Teleflex medical customer service reported an end-user alleges that the stapler does not empty. That four or five staples remain at the end of the stapler (stapler jammed). No pt injury or medical intervention was reported.